Manufacturer narrative:
Age at time of event - above 18 years and older.

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the non-tortuous and mildly calcified popliteal artery. A 5.0x150x150-hybrid sterling balloon catheter was advanced for dilatation. However, during the first inflation at 16 bars, the balloon ruptured. The device was removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.